Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated at the upper fitment upon initiating an infusion of normal saline. The event occurred in the chemotherapy clinic. There was no patient injury.